Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component pxt231416: ((B)(4). UDI for gore® excluder® contralateral leg components pxc141200: (B)(4). The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. Refer to field for the results of the imaging evaluation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to endoleaks. Patient medication include: olmesartan, pantoprazole, paracetamol, allopuriol, eliquis 5mg/day, b-magnum sometimes, d-cure, zolpidem, rivotril, rosuvastatine, tramium, movico

Event description:
The following was reported to gore: on (B)(6) 2008, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring initially 60 mm in diameter and was treated with gore® excluder® aaa endoprostheses. Reportedly, several post-operative follow-up computed tomography images showed a shrinkage of the patient¿s aneurysm. On (B)(6) 2015, follow-up imaging identified a renewed sac enlargement with a diameter of 88 mm in the absence of abdominal ultrasound pulsation. As a potential reason for the aneurysm enlargement, ultrafiltration was stated. A reintervention is currently being considered.